Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the shockpulse had a check probe error. The issue was found during preparation for use for a therapeutic procedure and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned for evaluation and the customer's allegation was confirmed. The device had "probe check error" intermittently during output test due to faulty transducer. Based on the results of the investigation, a definitive root cause could not be established. The most probable cause of the complaint is component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the transducer had a check probe error. The issue was found during preparation for use for a therapeutic procedure and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: d4, e1= zip code.

Event description:
It was reported that the transducer had a check probe error. The issue was found during preparation for use for a therapeutic procedure and there were no reports of patient harm.